Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for each of the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. See page 3 for device 3.